Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. In a separate visit the lens was explanted and later replaced for a longer length lens and the problem resolved.

Manufacturer narrative:
B5- upon initial assessment, the claim was classified as reportable. However, upon further review, it was concluded that it did not fulfill the criteria for a complaint. The event was attributed to patient-related factors, and it was confirmed that the lens performed as intended. Claim # (B)(4).